Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube) and broken battery tube threads. Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and self test due to unresponsive keypad. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly and cracked on battery compartment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. The insulin pump had left, right, down, up and middle buttons are not working. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated that air bubble in the tubing of infusion set. Approximate size of air bubbles was small air bubbles. The insulin pump will be returned for analysis.